Event description:
It was reported that before the surgery, opened the packing (did not use), noted the ampoule was broken. Another device was used to complete the surgery. No adverse affects on the patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: was the seal broken/sterile integrity of the package breached? The water agent in the inner package is damaged and the sterile integrity has been damaged. How the packaging was damaged? Unknown cause of package damage. What was the specific type of damage sustained? Cement agent leakage due to ampoule breakage.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this complaint was not returned. Photo evidence provided were reviewed and found the ampule broken. The reported condition was confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history review: a manufacturing record evaluation was performed for the finished device (3105040/9783761) product and lot numbers, and nr-0162095 mentions that nr is bound solely to the batches that were located in the chamber at the time of incident.